Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Device requested, not yet received.

Event description:
Patient underwent a left knee revision approximately 5 years post-implantation due to pain, locking bar fracture, and locking bar migration. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records found these units were released to distribution with no deviations or anomalies. If the locking bar was not fully engaged, the locking bar could have disassociated and fractured however, a root could not be determined. This device is used for treatment. (B)(4). Concomitant products: patella - catalogue: 184784 lot 290050. Van fem - catalogue: 183128 lot 485960. Vngrd tib brng - catalogue: ep-183640 lot 247140.